Manufacturer narrative:
The insulin pump alarmed during self test due to faulty electrical component on the radio frequency board. However, the insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had minor scratches on lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call radio frequency pic failed self-test. Troubleshooting for the alarm was performed. Customer received the alarm multiple times and advised their blood glucose has been slightly higher than normal. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.